Event description:
It was reported that during a sigmoid colon anastomosis, there was an area where no staples were visible. Another device was used to complete the case. There was no consequence to the patient..

Manufacturer narrative:
Information anticipated, but unavailable at this time.